Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results. Customer reporting receiving a few positive results throughout the week of (B)(6) 2023 and (B)(6) 2023. All patients were tested due to pre-surgical screen, which is an off-label procedure per the package insert. All patients were not showing any symptoms and the positive results have caused surgeries to be cancelled. Customer felt the positivity rate was higher than normal, and the customer decided to start repeating these gx results on another lot of xpert xpress cov-2/flu/rsv plus, as well as sending samples out to have the biofire run them as well. Patient 1: on (B)(6) 2023, the customer collected a sample from the patient. This swab was processed per pi and mixed with inversion. The customer then ran this sample on the same day on a different lot of xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a/b negative, rsv negative. This was reported to the md. The customer wanted to run confirmatory tests due to contamination suspicion, but on a different lot of 4plex plus. This same swab was processed per pi and mixed with inversion. The customer then ran this sample on the same day, (B)(6) 2023, on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a positive, flu b positive, rsv negative. This was reported to the md. Surgery was cancelled for this patient due to this repeat discrepancy. This same sample was then sent out to a reference lab to get tested on the biofire. On (B)(6) 2023, this sample was processed per pi and run on the biofire respiratory panel which resulted in sars-cov-2, flu a, flu b, rsv all negative, human rhinovirus positive. All samples were stored at room temp in between repeat testing. The customer then decided to clean all surfaces in a separate room and then moved their instrument to the new room. Customer cleaned all cartridge boxes they brought into the new room and discarded all open cartridge boxes. Customer ran blank cartridges with di water to see if they could get negative results. One of the water samples came back with flu a positive. Water runs were across both lots, but lot 2 had the positive. Customer decided to have all personnel who have been running the instrument to be swabbed and tested as well (off-label procedure), all of which came back negative on the gx and the biofire. The customer also swabbed modules a1, a2 and a3, hood, keyboard/scanner, countertop, and sink with separate nasal swabs, then processed as a patient sample. Samples were tested on the dx and biofire, all coming back as negative for all analytes. Samples were run on the 2nd. Previous patient test reports were positive on both lots. This is a case whereby the customer is suspecting contamination due to multiple tests not correlating upon initial testing and again upon repeat. The information provided suggests contamination as well. Multiple attempts have been made to obtain further information from the customer, however no further information was provided. After further investigation, the case was deemed not reportable. Section h6 investigation findings and investigations conclusions codes have been updated to reflect the outcome. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results. Customer reporting receiving a few positive results throughout the week of (B)(6) 2023 and (B)(6) 2023. All patients were tested due to pre-surgical screen, which is an off-label procedure per the package insert. All patients were not showing any symptoms and the positive results have caused surgeries to be cancelled. Customer felt the positivity rate was higher than normal, and the customer decided to start repeating these gx results on another lot of xpert xpress cov-2/flu/rsv plus, as well as sending samples out to have the biofire run them as well. Patient 1: on (B)(6) 2023, the customer collected a sample from the patient. This swab was processed per pi and mixed with inversion. The customer then ran this sample on the same day on a different lot of xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a/b negative, rsv negative. This was reported to the md. The customer wanted to run confirmatory tests due to contamination suspicion, but on a different lot of 4plex plus. This same swab was processed per pi and mixed with inversion. The customer then ran this sample on the same day, (B)(6) 2023, on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a positive, flu b positive, rsv negative. This was reported to the md. Surgery was cancelled for this patient due to this repeat discrepancy. This same sample was then sent out to a reference lab to get tested on the biofire. On (B)(6) 2023, this sample was processed per pi and run on the biofire respiratory panel which resulted in sars-cov-2, flu a, flu b, rsv all negative, human rhinovirus positive. All samples were stored at room temp in between repeat testing. The customer then decided to clean all surfaces in a separate room and then moved their instrument to the new room. Customer cleaned all cartridge boxes they brought into the new room and discarded all open cartridge boxes. Customer ran blank cartridges with di water to see if they could get negative results. One of the water samples came back with flu a positive. Water runs were across both lots, but lot 2 had the positive. Customer decided to have all personnel who have been running the instrument to be swabbed and tested as well (off-label procedure), all of which came back negative on the gx and the biofire. The customer also swabbed modules a1, a2 and a3, hood, keyboard/scanner, countertop, and sink with separate nasal swabs, then processed as a patient sample. Samples were tested on the dx and biofire, all coming back as negative for all analytes. Samples were run on the 2nd. Previous patient test reports were positive on both lots. Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid. The investigation is ongoing. Additional information regarding likely root cause will be provided in a follow up report once the investigation has been completed.

Event description:
Us customer contacted cepheid to discuss discrepant results. Customer reporting receiving a few positive results throughout the week of (B)(6) 2023 and (B)(6) 2023. All patients were tested due to pre-surgical screen, which is an off-label procedure per the package insert. All patients were not showing any symptoms and the positive results have caused surgeries to be cancelled. Customer felt the positivity rate was higher than normal, and the customer decided to start repeating these gx results on another lot of xpert xpress cov-2/flu/rsv plus, as well as sending samples out to have the biofire run them as well. Patient 1 on (B)(6) 2023, the customer collected a sample from the patient. This swab was processed per pi and mixed with inversion. The customer then ran this sample on the same day on a different lot of xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a/b negative, rsv negative. This was reported to the md. The customer wanted to run confirmatory tests due to contamination suspicion, but on a different lot of 4plex plus. This same swab was processed per pi and mixed with inversion. The customer then ran this sample on the same day, (B)(6) 2023, on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a positive, flu b positive, rsv negative. This was reported to the md. Surgery was cancelled for this patient due to this repeat discrepancy. This same sample was then sent out to a reference lab to get tested on the biofire. On (B)(6) 2023, this sample was processed per pi and run on the biofire respiratory panel which resulted in sars-cov-2, flu a, flu b, rsv all negative, human rhinovirus positive. All samples were stored at room temp in between repeat testing. The customer then decided to clean all surfaces in a separate room and then moved their instrument to the new room. Customer cleaned all cartridge boxes they brought into the new room and discarded all open cartridge boxes. Customer ran blank cartridges with di water to see if they could get negative results. One of the water samples came back with flu a positive. Water runs were across both lots, but lot 2 had the positive. Customer decided to have all personnel who have been running the instrument to be swabbed and tested as well (off-label procedure), all of which came back negative on the gx and the biofire. The customer also swabbed modules a1, a2 and a3, hood, keyboard/scanner, countertop, and sink with separate nasal swabs, then processed as a patient sample. Samples were tested on the dx and biofire, all coming back as negative for all analytes. Samples were run on the 2nd. Previous patient test reports were positive on both lots.